Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As per the customer's complaint the unit was displaying (B)(4) errors due to burnt capacitors on the rf board. To correct this the rf board would need to be replaced. However, the repair and testing of the unit will not be completed at this time because there is no need for it in the pool due to excess units in the pool at this time. Unit will be placed into long term hold. One possible reason is the device is 17 years old and could be considered fair wear & tear due to the device exceeding its normal life expectancy. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that in a shoulder repair surgical procedure, it was observed that the vapr iii generator device displayed a 200 error code during use. The case was completed with a second generator with no patient consequence. The sales rep reported that there were no delays in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.